Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a frayed guidewire is confirmed but the exact cause remain unknown. Three radiographic images were provided for investigation. The first image showed an arrow pointing to what appears to be a broken segment of the guidewire within a patient. The main length of the wire is not shown. The second image appears to show the distal segment of the guidewire detached from the main segment. The third image appears to show the intact guidewire within the patient. The guidewire appeared to be thicker near the distal segment of the wire. The guidewire may have been knotted prior to the break based on the images. The event description indicates that a difficult insertion was experienced. The product IFU cautions, ¿caution: do not use excessive force when introducing guidewire or microintroducer as this can lead to vessel perforation and bleeding¿ and ¿caution: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ since the evidence of a guidewire break was provided, the complaint is confirmed. Based on the description of the reported event and radiographic images provided, possible contributing factors include damage to guidewire during insertion and excessive force used against resistance. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of redt0699 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the customer got access and advanced the introducer wire but when it was retracted, it got stuck. It was noted as a difficult insertion. When the wire would not retract, the wire was left in the patient until another nurse was able to help. When the second nurse attempted removal of introducer wire, the wire was 46 cm out and 4 cm in. The rn tried to pull out the wire after applying a hot pack and there was resistance at the beginning, but she was able to pull it out. The wire showed a split at the end and a piece of wire was left inside the patient. The piece was later removed from the patient.

Event description:
It was reported the customer got access and advanced the introducer wire but when it was retracted, it got stuck. It was noted as a difficult insertion. When the wire would not retract, the wire was left in the patient until another nurse was able to help. When the second nurse attempted removal of introducer wire, the wire was 46 cm out and 4 cm in. The rn tried to pull out the wire after applying a hot pack and there was resistance at the beginning, but she was able to pull it out. The wire showed a split at the end and a piece of wire was left inside the patient. The piece was later removed from the patient. (B)(6)2020- medwatch received stated, "i.v. Nurse attempted to place a PICC line in the pt and was not able to remove the guide wire. Vascular md was notified and x-ray was ordered. Another i.v. Nurse was able to remove the guide wire and tip was intact."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a frayed guidewire is confirmed but the exact cause remain unknown. Three radiographic images were provided for investigation. The first image showed an arrow pointing to what appears to be a broken segment of the guidewire within a patient. The main length of the wire is not shown. The second image appears to show the distal segment of the guidewire detached from the main segment. The third image appears to show the intact guidewire within the patient. The guidewire appeared to be thicker near the distal segment of the wire. The guidewire may have been knotted prior to the break based on the images. The event description indicates that a difficult insertion was experienced. The product IFU cautions, ¿caution: do not use excessive force when introducing guidewire or microintroducer as this can lead to vessel perforation and bleeding¿ and ¿caution: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ since the evidence of a guidewire break was provided, the complaint is confirmed. Based on the description of the reported event and radiographic images provided, possible contributing factors include damage to guidewire during insertion and excessive force used against resistance. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of redt0699 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redt0699 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the customer got access and advanced the introducer wire but when it was retracted, it got stuck. It was noted as a difficult insertion. When the wire would not retract, the wire was left in the patient until another nurse was able to help. When the second nurse attempted removal of introducer wire, the wire was 46 cm out and 4 cm in. The rn tried to pull out the wire after applying a hot pack and there was resistance at the beginning, but she was able to pull it out. The wire showed a split at the end and a piece of wire was left inside the patient. The piece was later removed from the patient.